Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that he called the paramedics due to blood glucose levels as high as 558 mg/dl. The customer did not attempt to solve the issue by changing the infusion set. The customer removed the infusion set during the call, and the cannula was bent. Troubleshooting was performed, and the insulin pump passed the prime test. The customer stated that he would change the entire infusion set and monitor closely. Nothing further was reported.